Event description:
It was reported that the patient had loss of stimulation for past two weeks prior to the report. As (adaptive stimulation) was activated three months prior to the report. As was reprogrammed at the time of visit and the patient was sent home with stimulation. She had stimulation the next day but lost stimulation the day after that and could not recapture it. Turning as off did not resolve the situation, the patient still felt no stimulation. The patient was able to titrate voltage up. Interrogation showed stimulation on 99% of time. The patient was in non-as mode upon arrival at the latest visit. The diary did not reflect off time during the period the patient was stating. It was stated patient programmer "reflected on at all times." Impedances were captured with a range of 550-701 ohms. The problems couldn't be reproduced in office during the visits. There were no falls or injuries reported. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (b)6) 2013. Product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type :lead product ID 37746, serial# (B)(4), product type: programmer, patient product ID: 37754, (B)(4), product type: recharger. (B)(4).